Event description:
Customer reports jamming the device. No pt injury (veterinary clinic) or medical intervention was reported.

Manufacturer narrative:
The product device was received and sent to the manufacturing facility for evaluation. The investigation results are not available at the time of this report.